Event description:
It was reported that the micro oscillating saw displayed a bias current message when connected to the console preoperatively, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the micro oscillating saw displayed a bias current message when connected to the console preoperatively, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The technician confirmed the reported bias-current warning, and noted that the motor was corroded. Damage to this component can cause run-on or bias-current warnings. Therefore, it is likely the reported event was caused by the observed corrosion.